Event description:
Event description guidant received information that these atrial and ventricular implantable endocardial leads had dislodged. This patient has a peripherally inserted central catheter (PICC line) in the superior vena cava for antibiotic administration due to osteomyelitis. A fever persists. It was discovered there was non-capture/sensing of the ventricular lead and noise resulting in inappropriate anti-tachycardia pacing therapy. In addition, atrial thresholds issues were noted.